Manufacturer narrative:
Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the hub-needle/shield assembly was separated from the barrel. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9231040. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200843835] noted for out of spec shield pull. There was one (1) notification [200844314] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Event description:
It was reported that syringe 0.5ml 30ga 8mm 7bag 420cas jp hub was separated. The following information was provided by the initial reporter: hub-needle/shield assembly was separated from the barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 30ga 8mm 7bag 420cas jp hub was separated. The following information was provided by the initial reporter: hub-needle/shield assembly was separated from the barrel.